Event description:
Post operatively the patient was noted to have persistent power spikes and high flows. In the evening (two days post-op), the patient's pump shut off on two separate occasions. The differential diagnosis included pump thrombosis or mechanical failure. The next day, the patient was taken back to the operating room for a pump exchange.